Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 20285499 UDI:(B)(4). Product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 20034617 UDI:(B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. It was reported that the patient was not able to get enough pain relief and all devices were explanted. The explanted device will not be return as it was disposed at the facility.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason.

Event description:
It was reported that the patient was not able to get enough pain relief and all devices were explanted. The explanted device will not be return as it was disposed at the facility. Additional information was received that the patient was doing well post operatively.